Event description:
It was reported that the capped lead left in situ was found, by means of coronarography, to have externalized conductors. No further information is available.

Manufacturer narrative:
(B)(4).